Event description:
It was reported that the needle deployed prematurely prior to pod activation, indicating a needle mechanism failure. The pod was not worn. There was no impact on the patient's blood glucose levels reported.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 18.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed. As the needle mechanism never deployed, it is impossible for it to have deployed early. The pod generated an 0xcd low voltage detection alarm during priming. No problems were found that would result in the generation of the observed 0xcd alarm, the cause of which could not be determined.